Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure could be that operator mishandling error, user error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (purewick disposable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick did not come with instructions. Although there was no product information given, liberator had historically provided the patient with the pw100, pwkit03 and pwfx30.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick did not come with instructions. Although there was no product information given, liberator had historically provided the patient with the pw100, pwkit03 and pwfx30.